Event description:
It was reported during routine check (battery maintenance) conducted by the complainant, the cardiosave intra-aortic balloon pump (iabp) unit had a bad battery. No patient involvement was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(event site postal code - (B)(6), initial reporter), e2, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, investigation conclusions), h10, h11. Corrected fields - d5. A getinge field service engineer (fse) in routine check the battery requires maintenance. When performed it does not pass the test and he replaced li-on batteries. Check and functional test correct.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a